Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the patient's weight at the time of the event was unknown. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the implantable neurostimulator (ins) was replaced last week. Sometime between implant and yesterday ((B)(6) 2018) the patient fell and twisted. They felt a burning when recharging, which resulted in the burning to continue when the patient was not charging. It was stated that this was not heating of the ins. The pocket was irritated during charging and it was unknown if the ins was on or off before and or during the patient's charging session. The health care provider (hcp) ruled out infection. Imaging would be done on the day of the call ((B)(6) 2018). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative after meeting with the consumer and health care provider (hcp) on (B)(6) 2018. Imaging showed no obvious problem. Impedances showed as normal. The incision site was inflamed and the hcp suggested that the patient wait until the wound healed before attempting to charge again. Currently the device was turned off until the patient healed. The manufacturer representative would meet with them again after to evaluate further if necessary. No further complications were reported.